Manufacturer narrative:
No low reservoir alarm noted. No motor error alarm noted. Unit was unable to prime during prime/compromised force sensor system test due to moisture damage on force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Unit had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked lcd window, and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice during bolus delivery. She tried to rewind and prime the insulin pump but kept receiving motor error alarms. Customer's blood glucose level was 225 mg/dl. The customer was assisted in clearing the alarm. The customer was able to rewind and prime the insulin pump. The insulin pump alarmed no reservoir during the displacement test. After troubleshooting the motor error alarm did not recur. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.